Event description:
It was reported that during instrument check prior to surgery the unit required repair as it had a defect and did not function. There was no patient involvement. During evaluation, it was discovered the motor ran erratically. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone: (B)(6). G2 foreign: (B)(6). Review of the most recent repair record determined the motor speed was unstable and the motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.